Event description:
It was reported the device was used by the oncology department to administer chemotherapy. Bearer of PICC catheter put in on (B)(6) 2023. Sent for counselling on (B)(6) 2024 to our service for leakage during weekly flush. Performed flush with 10 ml saline. There is leakage of flushing fluid between the y-connection and the external proximal part where there is a fissure. Additional information received on 06/19/2024: it was reported that there was no impact on the patient, the only intervention we performed was the removal of the device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.